Manufacturer narrative:
Additional information: b3: publication date used as event date. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Dislodged stent is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2024-00001 for the report of hyphema for case one (1) associated with the 84 year old patient. Please reference report 2032546-2024-00002 for the report of hyphema for case two (2) associated with the 83 year old patient. Please reference report 2032546-2024-00004 for the report of irvine-gass syndrome associated with case four (4).

Event description:
The following was reported through a review of the article titled ¿comparison of the istent inject® versus the istent inject® w¿both in combination with cataract surgery - in open-angle glaucoma.¿ reportedly following trabecular microbypass stent system procedures, two (2) eyes presented with anterior chamber (ac) hemorrhage requiring surgical intervention, one (1) eye presented with postoperative stent dislocation requiring surgical intervention, and one (1) eye presented with irvine-gass syndrome requiring medication (fortecortin injection). Through follow-up, the following additional information was received. Per report, the stent was removed from the right operative eye (od), and the patient''s intraocular pressure is the same as preoperative with "good" visual acuity. Any omitted information was not available through follow-up. Please see attached article for further details. Reference: doi.org/10.3390/jcm12237259. This report references the report of dislodged stent for case three (3) associated with the 81 year old patient.